Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that the armada 35 instructions for use (IFU) states to express all air and leave the catheter under negative pressure until the balloon is at the target lesion site. Additionally, place the prepared catheter over a pre-positioned guide wire and advance the tip to the introduction site. In this case the reported IFU violation did not cause or contribute to the reported balloon rupture and subsequent damages issues. The investigation determined that the reported balloon rupture, difficult to remove and balloon separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that after multiple inflation's, the balloon became compromised against the anatomy resulting in the reported balloon rupture. The balloon rupture did not properly refold causing resistance with the anatomy and the difficulty to remove ultimately resulting in the balloon separation. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as separated balloon piece was successfully removed with the filter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A 7x40mm armada 35 balloon catheter was not prepped (air aspirated) outside the anatomy prior to use. An unspecified filter was advanced and in place as atherectomy was planned. The balloon catheter was advanced and inflated within the nominal and rated burst pressure 2-3 times. The balloon ruptured and then got stuck, due to the atherosclerosis. A piece of the balloon went off into the femoral artery. A prolonged period of time was spent trying to retrieve the balloon and various techniques were used. When everything was removed from the patient, it was carefully examined, and the separated piece of balloon was confirmed to have been removed with the filter. There was no adverse patient sequela. No additional information was provided.